Event description:
It was reported that the customer request for replacing an ECG out cable from the carto 3 piu to the ge recording system. Upon follow up, bwi received the information on (B)(4) 2013 (which changed the alert date) that showed the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time making this event reportable. The noise issue happened when the customer connected the ablation catheter.

Manufacturer narrative:
(B)(4).